Manufacturer narrative:
(B)(4) this report is being submitted to relay on initial information and investigation results. Reported event was confirmed as visual inspection shows worn and the ball bearings of returned instrument are missing. Device history record was reviewed and no discrepancies were found. The device was re-designed to account for this failure mode. It was determined that this device was manufactured prior to this design change. Therefore, the root cause is considered to be a previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the ball bearings of the articular surface provisional shim are missing. No patient harm reported. Attempts have been made and additional information on the reported event is unavailable.